Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed no insulin flowing through the tubing during the fill process and, upon removing the cartridge, noted the cartridge contained air with no insulin, and the user had difficulty performing the correct supply change and pen-to-cartridge fill steps, indicating a use-of-device problem involving an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue attributed to user technique during cartridge filling and setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.